Event description:
It was reported to medtronic neurosurgery that the main system stopcock of the device was loose and that the one-way valve of the drainage bag was loose and leaking. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The mainline stopcock of the returned product was found to be stably attached to the device and functioning properly. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A crack was observed on the patient line stopcock. The crack was noted to be leaking during the leak check. The patient line tubing was disconnected from the distal luer lock. There was glue present on the line and in the luer lock connection. Tape from an unknown source was wrapped around the luer lock-patient line connections. The luer lock-patient line connections did not leak during the leak check. The drainage line's luer lock was damaged. The damage caused the device to leak out of the drainage line-drainage bag connection. It is unknown how or when these damages occurred. The instructions for use that accompany the device state that "in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting system." A review of the manufacturing records showed no anomalies.